Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hysto. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain constantly') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("slight prolapse in my bladder and uterus"), bladder prolapse ("slight prolapse in my bladder and uterus") and pelvic floor muscle weakness ("pelvic muscles weak"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine prolapse and bladder prolapse outcome was unknown. The reporter considered bladder prolapse, pelvic floor muscle weakness, pelvic pain and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: hysto. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain constantly') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("slight prolapse in my bladder and uterus"), bladder prolapse ("slight prolapse in my bladder and uterus") and pelvic floor muscle weakness ("pelvic muscles weak"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine prolapse and bladder prolapse outcome was unknown. The reporter considered bladder prolapse, pelvic floor muscle weakness, pelvic pain and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hysto. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event pain constantly was added. Removal surgery added as treatment to pelvic pain. Two fu's processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse ("slight prolapse in my bladder and uterus"), bladder prolapse ("slight prolapse in my bladder and uterus") and pelvic floor muscle weakness ("pelvic muscles weak"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine prolapse and bladder prolapse outcome was unknown. The reporter considered bladder prolapse, medical device removal, pelvic floor muscle weakness and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hysto. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events " I have a slight prolapse in my bladder and uterus" and "my pelvic muscles are already weak" were added. Patient's age and device details were updated. On 23-mar-2020: content from social media was received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.